Event description:
A report was received that the patient underwent an explant procedure due to infection.

Event description:
A report was received that the patient underwent an explant procedure due to infection.

Manufacturer narrative:
Additional information was received that infection was at the incision site and that the physician believed it was not device related.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial/lot #: (B)(4), description: artisan surgical lead, 50cm.

Manufacturer narrative:
Additional information was received that the patient was prescribed rifampin medication and triple antibiotics cream. It was not known on which specific site the infection was located. The physician believed that the patient got the infection after surgery. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent an explant procedure due to infection.